Event description:
It was reported that the device shifted after it was released. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and successfully implanted in the laa of the patient. Two (2) minutes after the closure device was released, intracardiac echocardiography imaging showed that the closure device had migrated proximally and lost compression. The closure device was still anchored to the mitral annulus, but a leak could be visualized under the fabric on the opposite side. The physician positioned the was back into the left atrium, and non-boston scientific forceps device was used to pull the closure device back into the sheath. The closure device was removed from the patient. No patient complications were noted, and the patient was discharged from the hospital later the same day.

Manufacturer narrative:
D6b: added explant date. With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx? Pro was discarded; therefore, returned device analysis could not be completed. Media review procedural media was provided to aid in the investigation and was reviewed by a bsc medical safety specialist. The returned media confirmed the implant movement. Device history record review a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60200 batch # 0037208765. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant movement/shift (additional device required). Risk review. A risk review was completed and confirmed that the event of implant movement/shift was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the device shifted after it was released. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and successfully implanted in the laa of the patient. Two (2) minutes after the closure device was released, intracardiac echocardiography imaging showed that the closure device had migrated proximally and lost compression. The closure device was still anchored to the mitral annulus, but a leak could be visualized under the fabric on the opposite side. The physician positioned the was back into the left atrium, and non-boston scientific forceps device was used to pull the closure device back into the sheath. The closure device was removed from the patient. No patient complications were noted, and the patient was discharged from the hospital later the same day.